Event description:
It was reported to philips that the geometry module joystick was broken, preventing rotational movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was being performed when the issue occurred and was completed as planned, since the joystick was still functional. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform c arm rotation. Upon troubleshooting, the fse identified that the joystick of c arm was dislocated and broken. The cause of the joystick failure was identified as wear and tear of joystick of knob. To resolve the issue, the fse replaced the joystick and performed functional tests, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The c-arm rotation issue, did not impact the completion of the procedure. The procedure was completed as planned on the same system with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.